Event description:
It was reported the patient was scheduled to have their device explanted on (B)(6) 2013. There were no alleged product issues. It was noted the patient was ¿alive¿ with ¿no injury¿ and it was ¿unknown¿ whether there were any patient symptoms or complications associated with the event. Additional information stated the patient had both their lead and implantable neurostimulator (ins) removed because the patient¿s ¿stimulation was no longer effective.¿ it was noted that ¿no product malfunction was determined¿ and there were ¿no post-operative complications.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Upon further review, it was determined that the healthcare professional was a report source for this event, as well.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2015-23710 for related event information regarding the previous implantable neurostimulator (ins) (B)(4).

Event description:
Additional information was received from the consumer regarding the explanted system. The patient never had therapeutic effect, the patient had no pain control, and the device did not do any good. It was also reported that the probes/electrodes were not working right; the manufacturer representative could not get the probes to work with the implantable neurostimulator (ins) as soon as the ins was put in. It was noted that the patient was still hurting and nothing seemed to help. If additional information is received, a follow up report will be sent.